Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre 3 (app) in use with a samsung galaxy (a13) android 13 operating system. The customer experienced a signal loss as the phone was not compatible therefor, the alarms did not sound to alert the customer of changes in glucose level. The customer experienced a loss of consciousness and was unable to self-treat, requiring treatment glucose via IV by a healthcare professional for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Abbott diabetes care product quality engineering (pqe) investigated the freestyle libre 3 complaint and determined that there were no issues with the freestyle libre 3 application that would have led to the complaint. The user reported signal loss with the freestyle libre 3 application. Attempted to replicate the user¿s complaint using application. The user complaint could not be replicated. Therefore, this issue is not confirmed. This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly submitted in the follow up report #1. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre 3 (app) in use with a samsung galaxy (a13) android 13 operating system. The customer experienced a signal loss as the phone was not compatible therefor, the alarms did not sound to alert the customer of changes in glucose level. The customer experienced a loss of consciousness and was unable to self-treat, requiring treatment glucose via IV by a healthcare professional for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Abbott diabetes care product quality engineering (pqe) investigated the freestyle librelink complaint and determined that there were no issues with the librelink application that would have led to the complaint. The user reported signal loss with the freestyle librelink application. Attempted to replicate the user¿s complaint using application google pixel 4a with android 13 for app version 3.5.1.10363. The user complaint could not be replicated. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre 3 (app) in use with a samsung galaxy (a13) android 13 operating system. The customer experienced a signal loss as the phone was not compatible therefor, the alarms did not sound to alert the customer of changes in glucose level. The customer experienced a loss of consciousness and was unable to self-treat, requiring treatment glucose via IV by a healthcare professional for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.